Event description:
It was reported that there was an unknown infection. It was noted that there were no further patient symptoms. It was noted that at the time of the report the patient had no injury.

Manufacturer narrative:
Concomitant medical products: product ID 39565, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event end date was unknown (B)(6) 2013. The patient was hospitalized from (B)(6) 2013.